Event description:
The pt was on tube feedings since 9/21/99. This feeding tube was placed on 10/17. The pt became "ill" on 10/22/99, with a differential diagnosis to include sepsis. On 10/26, a firm, red area was noted on his right flank. Surgical lancing of the site revealed the tip of the naso-jejunal tube. The tip was cut off and the remainder of the tube was withdrawn through the pt's nose. The pt remains on antibiotics with additional antibiotic coverage added.